Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 200-227 mg/dl and a bolus was delivered to address the bg level. After the alarms, the customer would change the supplies on the pump and the occlusion was resolved. Reportedly, when the last occlusion had occurred, the customer had been using humalog insulin in the cartridge for 3 days.